Manufacturer narrative:
Summarized patient outcomes/complications of two-year outcomes after transcatheter aortic valve-in-valve implantation in degenerated surgical valves were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, dyslipidemia, smoking history, prior stroke, prior myocardial infarction, prior percutaneous coronary intervention, prior chronic artery bypass graft, atrial fibrillation, prior pacemaker/implantable cardiac defibrillator, cancer, chronic lung disease, chronic kidney disease. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: two-year outcomes after transcatheter aortic valve-in-valve implantation in degenerated surgical valves.

Event description:
The article, "two-year outcomes after transcatheter aortic valve-in-valve implantation in degenerated surgical valves", was reviewed. The article presented a retrospective, single center study to assess the 2-year outcomes after transcatheter aortic valve-in-valve implantation (viv-tavi). Devices included in the article were trifecta, unknown pericardial stented surgical valves, unknown porcine stented and stentless valves, homograft, and balloon-expandable (edwards lifesciences) and self-expandable (medtronic) valves. The article concluded that viv-tavi for degenerated surgical valves was associated with favorable 2-year clinical and hemodynamic outcomes. Further studies are needed to better understand the role of viv-tavi as a treatment option in the life management of aortic valve disease. [(B)(6)]. The time frame of the study was from (B)(6) 2013 to (B)(6) 2019. A total of (B)(4) patients were included in the study, of which (B)(4) received an abbott device. The average age was 76 years and the majority gender was male. Comorbidities included diabetes mellitus, dyslipidemia, smoking history, prior stroke, prior myocardial infarction, prior percutaneous coronary intervention, prior chronic artery bypass graft, atrial fibrillation, prior pacemaker/implantable cardiac defibrillator, cancer, chronic lung disease, chronic kidney disease.